Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. As the device was not returned for evaluation; visual, functional, and dimensional inspections could not be performed. Therefore the reported issue could not be confirmed. As the complaint device was not returned for inspection, a conclusive root cause could not be determined and the reported issue could not be substantiated. As we are unable to evaluate user ancillary equipment, the reported event could have been attributed to damage at customer site or not following the IFU. The reported event will continue to be monitored through post-market surveillance. Device not returned

Event description:
It was reported that, during a lap hysterectomy procedure, the tissue would not cut or cauterize when using the ligasure device. The procedure was completed successfully. There was no medical treatment or intervention required as a result of this event.